Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was a tear across the optic and two pieces of the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq 2015 three piece collamer lens and the lens was torn during insertion. The lens was removed without any patient incident.